Event description:
The customer reported, there was no image seen on the screen. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the old ccd camera with a new one. The system operates as intended.